Manufacturer narrative:
The investigation for the positioning issue has been completed. Once back at the intensive care unit after impella insertion, suction alarms began to trigger. The team attempted to reposition as imaging showed that the pigtail appeared to be stuck under a papillary muscle. However, this did not resolve the complication. The product was not returned for investigation. Data logs were reviewed and the suction alarms were confirmed to be triggered about an hour after the case started. Just before the first alarm, there was an automatic drop in p level to p2 while the target remained at p9, dropping the motor current/speed and mean flows. There were no motor current spikes or positioning alarms triggered leading up to the suction event. It's likely that positioning alarm would not be triggered if the pigtail was caught under a papillary muscle because the anatomy could obstruct the inflow cage without the pump being positioned too deep in the chamber. Additionally, the placement signal was physiologically normal and not trending downward throughout the entire case. The team troubleshot by adjusting p levels down to 5 and 6, and were ultimately able to achieve normal mean flows for those p levels until explant. Clinical details say repositioning did not resolve the complication, but case wrap up stated that the patient's ejection fraction had improved enough to remove the patient off impella support for further percutaneous intervention. The root cause of the low pump flow was determined to be improper positioning.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that the pigtail appears to be stuck under a papillary muscle. Attempts to reposition were unsuccessful. The patient remained stable until the successful wean and explant.